Manufacturer narrative:
The single use duoswift cleaning brush is a combination cleaning brush. The flexible plastic sheath has a tapered nylon brush on the leading end and a series of squeegees on the trailing end designed to safely remove debris from flexible endoscopes. Us endoscopy received a report regarding the duoswift cleaning brush. The report indicated that during a colonoscopy, the user was having trouble with suction and found the brush head of the duoswift cleaning brush in the suction channel tree. The procedure was completed without harm to the patient or the user. The device history record was reviewed and found all in-process and final inspections were completed and acceptable results were documented. Review of the endoscope model number indicates that it appropriate for use with the duoswift cleaning brush. Information contained in the instructions for use include: after removing the device from the endoscope. Inspect the white catheter at connection points to brush and squeegee, for cracks, missing bristles/brush/squeegee. In-service training was offered to the site but declined. This report will be updated if additional information becomes available. Corrected data: in the original report, the report type was incorrectly marked as "5-day" it has been corrected to indicate that it was "initial" not returned to manufacturer.

Event description:
The single use duoswift cleaning brush is a combination cleaning brush. The flexible plastic sheath has a tapered nylon brush on the leading end and a series of squeegees on the trailing end designed to safely remove debris from flexible endoscopes. Us endoscopy received a report regarding the duoswift cleaning brush. The report indicated that during a colonoscopy, the user was having trouble with suction and found the retained brush head of the duoswift cleaning brush from the prior cleaning in the suction channel tree of the endoscope. The procedure was completed without harm to the patient or the user.

Manufacturer narrative:
The single use duoswift cleaning brush is a combination cleaning brush. The flexible plastic sheath has a tapered nylon brush on the leading end and a series of squeegees on the trailing end designed to safely remove debris from flexible endoscopes. Us endoscopy received a report regarding the duoswift cleaning brush. The report indicated that during a colonoscopy, the user was having trouble with suction and found the brush head of the duoswift cleaning brush in the suction channel tree. The procedure was completed without harm to the patient or the user. The device history record was reviewed and found all in-process and final inspections were completed and acceptable results were documented. Review of the endoscope model number indicates that it appropriate for use with the duoswift cleaning brush. Information contained in the instructions for use include: after removing the device from the endoscope. Inspect the white catheter at connection points to brush and squeegee, for cracks, missing bristles/brush/squeegee. In-service training was offered to the site but declined. This report will be updated if additional information becomes available. Not returned to manufacturer.

Event description:
The single use duoswift cleaning brush is a combination cleaning brush. The flexible plastic sheath has a tapered nylon brush on the leading end and a series of squeegees on the trailing end designed to safely remove debris from flexible endoscopes. Us endoscopy received a report regarding the duoswift cleaning brush. The report indicated that during a colonoscopy, the user was having trouble with suction and found the retained brush head of the duoswift cleaning brush from the prior cleaning in the suction channel tree of the endoscope. The procedure was completed without harm to the patient or the user.

Manufacturer narrative:
The single use duoswift cleaning brush is a combination cleaning brush. The flexible plastic sheath has a tapered nylon brush on the leading end and a series of squeegees on the trailing end designed to safely remove debris from flexible endoscopes. Us endoscopy received a report regarding the duoswift cleaning brush. The report indicated that during a colonoscopy, the user was having trouble with suction and found the retained brush head of the duoswift cleaning brush from the prior cleaning in the suction channel tree of the endoscope. The procedure was completed without harm to the patient or the user. The device history record was reviewed and found all in-process and final inspections were completed and acceptable results were documented. Information contained in the instructions for use include: after removing the device from the endoscope. Inspect the white catheter at connection points to brush and squeegee, for cracks, missing bristles/brush/squeegee. In-service training was offered to the site but was declined. Medwatch report number mw5065211 was submitted by the user facility for this event. This report will be updated if additional information becomes available. Not returned to manufacturer.

Event description:
The single use duoswift cleaning brush is a combination cleaning brush. The flexible plastic sheath has a tapered nylon brush on the leading end and a series of squeegees on the trailing end designed to safely remove debris from flexible endoscopes. Us endoscopy received a report regarding the duoswift cleaning brush. The report indicated that during a colonoscopy, the user was having trouble with suction and found the retained brush head of the duoswift cleaning brush from the prior cleaning in the suction channel tree of the endoscope. The procedure was completed without harm to the patient or the user.